Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient have been reported.

Manufacturer narrative:
Device doesn't detect optical fibers preventing its use during a surgical procedure probably due to a failure in the rfid recognition system. We are unaware about operator/patent injury.